Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that the site was prepped with a 3.8mm tapered awl. During the insertion of the anchor, the suture came away when tension was applied to the suture. The anchor remained inside the patient.